Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, while bending over, implanted screws apparently broke inside the patient. Reportedly, the broken screws remain inside the patient and the patient is currently weighing surgical options. Patient complications were reported unknown.